Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max extended enteric bacterial panel (xebp) assay (ref. (B)(4)) kit lot 4269645 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max xebp assay indicated that lot 4269645 was manufactured according to specifications and met performance requirements. Customer complained about a suspected false vibrio positive result. Customer provided run files of run 1664 from bd max¿ instrument ct1533 for investigation. Run 1664 contains eight samples, five were tested with the bd max¿ vaginal panel assay and three with the bd max¿ extended enteric bacterial panel assay. Only the sample in position b12 shows a vibrio positive result, thus only this sample was analyzed. Manual pcr curve adjudication was conducted across the vibrio positive sample and revealed a late and low, but true amplification without anomaly indicative of true vibrio positive results. Low positive samples can occur due to bacterial titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot 4269645. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), as well as environmental or cross contamination could explain the customer¿s discrepant result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.